Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: jalan, d., chandra, r., and sharma, v (2013). Results of titanium elastic nailing in paediatric femoral diaphyseal fractures - report of 30 cases. Chinese journal of traumatology, 16, 77-83. The authors conducted a prospective study from october 2006 to march 2009 of thirty pediatric patients, age six to sixteen years (average age 10.8 years), and male : female ratio 2:1, who experienced displaced fractures of the shaft of the femur. The authors reported that ao synthes titanium elastic nailing system was used for treatment in the majority of the cases. Results were reported: terminal restriction of knee flexion (20 to 30 degrees) which improved after nail removal (three); soft tissue irritation at the nail entry site (six), one of whom developed skin ulceration; superficial infection at nail entry site treated with antibiotic therapy (one); skin ulceration at the entry site (one); leg lengthening (four); mal alignment (six), no one with more than ten degrees of angulation; intraoperatively, excessive rotation of the nail during difficult negotiation of the fracture site, resulting in wounding of the nail around the other. The authors concluded that utilization of titanium elastic nails has a high rate of good and excellent outcomes in children aged six to sixteen years. Patients were implanted with the ao synthes titanium elastic nailing system in the majority of cases, not all of the cases. There is not enough information to determine whether all devices were ao synthes and associated with each patient; therefore, this medwatch is being submitted for the event. This report is for an unknown titanium elastic nail. This is report 1 of 1 for complaint (B)(4).